Event description:
It was reported during a thrombectomy of a hemodialysis fistula graft via a femoral approach, a radiopaque marker detached from the introducer sheath and was noted on the tip of the balloon catheter. Reportedly the ro marker migrated to the pt's lung. No retrieval of the marker was attempted. This device was used to successfully complete the procedure without pt complications. Pt anatomy and/or user technique may have been contributing factors to this event. However, without further info or evaluating the device co is unable to determine the exact cause of this event. Co's followup will continue. Should any further info become available a supplemental medwatch will be forwarded to the FDA under this sequence number.